Manufacturer narrative:
Investigation completed on a smiths medical syringe syringe infusion pumps/medfusion 3500 pump complaint of alarming clutch error was confirmed while preforming occlusion testing and revealed in the event log. Action was taken to replace the clutch halves. Also replaced clutch half's left and right, also leadscrew and spring as a preventative measure. Device passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed clutch error. No patient adverse events reported.